Manufacturer narrative:
The device was returned for investigation and received late this afternoon. Additional reporting on this event will be provided as a follow up report at the conclusion of the investigation. Mdrs for this complaint: 2027754-2025-00033.

Event description:
It was reported that bending the plate using universal plate bender, one of the holes broke. Surgery was completed with a new plate, same sku. The delay time was around 30 minutes.

Manufacturer narrative:
The returned product was dimensionally and visually inspected under 1x to 40x magnification. The part number received is different than what was initially reported. The batch number cannot be confirmed as initally reported. The plate was received broken on the third compression hole from the left on the thinnest zone where the compression ramp starts. The reason for the breakage cannot be established because besides the grip marks that can be made by the bender, other marks were observed that might not be made using a bender. No definitive root cause conclusion can be made. Corrections made to initial MDR - (d1) name changed to match corrected part name (d4) corrected to model/catalog and UDI of received part. Batch is now unknown. (D9) product returned for evaluation. (G4) 510(k) provided (h4) updated to unknown. (H6) b, c, d updated per investigation.